Event description:
Customer reported the insulin pump was not working properly. Customer stated his blood glucose has been shifting drastically. Customer stated he took 1 unit of insulin about an hour ago and the device shows he still has 0.5 units of active insulin and he doesn't think that is correct. Customer has been experiencing low blood glucose for the past two or three days. Blood glucose was 210 to 215 mg/dl three days ago. Current blood glucose was 30 mg/dl. Customer stated the bolus was not correct. Customer did not want to continue troubleshooting. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump passed displacement test and self test. Download was not complete due to multiple displayable history crc check failed on startup alarms noted in the alarm history screen, due to corrupted history files. The device functioned properly during rewind, basic occlusion, occlusion, prime, the excessive no delivery, displacement test, and bolus wizard. The device had cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.